Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the onetouch select meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the error message error 2 upon inserting the test strip into the reported meter; she did not obtain a blood glucose reading. The patient took the action of continuing with ipt. At that time, the patient experienced no symptoms of high or low blood glucose levels. At 9:30 am the patient went to the emergency room, where her blood glucose level was tested to be 647 mg/dl. The patient was treated intravenously with insulin. Troubleshooting revealed this was a new, out-of-the-box, meter, and that the patient¿s test strips were incorrect for this meter. The meter, test strips and control solution were replaced. The patient¿s technique was incorrect by using the incorrect test strips in the reported meter. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia afterwards, and received emergency medical attention and treatment with insulin, this complaint is being reported.